Manufacturer narrative:
The patient underwent the sling procedure on (B)(6) 2012 for the treatment of stress urinary incontinence. Concomitantly, the patient underwent an anterior and posterior repair. The mesh exposure site was midurethral. The patient underwent partial mesh removal. A couple of mesh fibers were removed on (B)(6) 2012 and mesh was trimmed on (B)(6) 2013. The physician opined a potential cause and contributing factor for the persistent pain after the mesh removal was not related to the mesh.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and mesh was implanted. During post-operational examination on (B)(6) 2012, mesh exposure was detected, which was causing the patient vaginal discomfort. The patient was treated with estrogen conservatively and underwent a mesh revision procedure on an unknown date. Due to continued mesh exposure, the patient underwent a mesh removal procedure on an unknown date. Following the procedure, the patient still experienced vaginal pain and was treated with anesthetics and steroid injections. The patient¿s current condition is asymptomatic and is still considered for further treatment of recurrent stress incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.